Manufacturer narrative:
Title: frequency, predictors, and effect of the slow-flow phenomenon after drug-coated balloon angioplasty for femoropopliteal lesions author: shigemitsu shirai, keisuke hirano, shinsuke mori journal: heart and vessels year: 2021 vol/issue: 36 ref: doi: 10.1007/s00380-021-01871-6 a2: average age a3: majority gender b3: date of publication journal reported death but there is no information to suggest the device caused or contributed to the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study single-venter, retrospective, observational study which aimed to investigate the frequency, predictors, and effect of the slow-flow phenomenon following drug-coated balloon (dcb) angioplasty for femoropopliteal (fp) lesions. 75 patients (88 lesions) were included in the study. These 88 lesions were divided into two groups: the slow-flow group and the non-slow-flow group. Medtronic¿ in.pact admiral dcb was used in 53% of interventions. The rates of freedom from restenosis, freedom from tlr, amputation free survival, and survival were 71%, 71%, 71%, and 71%, respectively, in the slow-flow group, and 91%, 97%, 95%, and 95%, respectively, in the non-slow-flow group. There is no established or suspected causal relationship between the device(s) and the death events.